Event description:
A customer reported that during surgery, a system message displayed for footswitch failure which would not clear. There was an hour surgical delay while the facility obtained a second footswitch to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).